Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg for an extended period of time. As such, ipg became unable to communicate with external devices and was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.